Event description:
It was reported that, "while impacting the poly insert, the insert broke. No fragments were left in the pt."

Manufacturer narrative:
The results of the investigation suggest, that the tibial insert trial fractured due to overload most likely induced by misalignment of the insert onto the tibial template. It appears that the device was most likely forced into the tibial template while not being aligned properly. No action is required at this time. Product surveillance will continue to monitor for trends. Should additional info become available a supplemental report will be issued.